Event description:
It was reported that, "surgeon was using the notch impactor to impact the femoral trial and a piece of the plastic broke off."

Manufacturer narrative:
Evaluation summary: the investigation concluded that the fracture of the head of the impactor was caused by repeated misalignment of the impactor head with a sharp corner, such as the corner of a tibial tray or femoral component, prior to impaction. This misalignment caused gouges to be taken out of the plastic head of the impactor, which eventually initiated a fracture at the inner radius the head.